Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experience to hyperglycemia. Customer's blood glucose level was close 584 mg/dl. Customer having some symptoms like increased lethargy, nausea with pain and vomiting. Customer was came into hospital due to diabetic ketoacidosis. Customer treated with intravenous fluid and intravenous insulin drip. The insulin pump will not be returned for analysis.